Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a normal follow-up. During the lv capture assessment, loss of capture was noted. The patient had fallen a few weeks prior and variable thresholds were observed when patient moved. Chest x-ray did not show lead dislodgement. Programming changes were made. The patient was stable.